Event description:
The company was made aware that the patient had a pe tube placed in the implanted ear.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The patient remains implanted. This is the final report.